Event description:
Note: the date of death and the date of the event are unknown. It was reported to boston scientific corporation in 2007, that after the placement of a polyflex stent system in a female, the patient died. A stent was placed for a 2cm post-irradiation fibrotic stricture which was planned to be removed six to eight weeks later by the physician. The patient "went home without difficulty". The patient was later "readmitted for an unspecified reason and went home again" . In early of the month, the patient was admitted emergently into the ICU "with hematemasis, melena, and hematochezia". "The patient never stabilized and died before endoscopy was performed. No autopsy was done." Patient cause of death is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history review and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.